Manufacturer narrative:
The customer reported a complaint that "after an unknown period of performing compressions, the autopulse platform (sn (B)(4)) stopped working" was not confirmed during the functional testing and based on the archive data review. There was no device malfunction observed during the testing. The autopulse platform passed the functional testing and performed as intended. The customer stated that the patient was throwing up blood during the rescue, and fluid ingress was observed inside the autopulse platform during the testing at zoll. The presence of fluid ingress might have caused the autopulse platform to stop working temporarily. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a cracked front enclosure at the front-end area and multiple cracks on the screw well area of the bottom enclosure. The damaged parts were replaced to address the observed physical damages. The likely root cause for the observed physical damages are likely attributed to user mishandling such as a drop. The autopulse platform passed the initial functional testing without fault or error, and no significant discrepancies were found in the archive data. Upon removing the front and bottom covers, zoll service personnel observed a lot of fluid ingresses corroded the top cover's metalized coating. The top cover was replaced to address the observed corrosive damage, and bio-cleaning was performed to address the contamination caused by fluid ingress. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. After an unknown period of performing compressions, the autopulse platform stopped working. The customer stated that the patient was throwing up blood during the rescue. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.